Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Review of the device history records did not reveal any anomalies. The reported cement was not a depuy product. The investigation could not draw any conclusions about the reported device loosening. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.

Event description:
Pt was revised to address loosening of the femoral component at the cement/implant interface. The cement was not depuy product.